Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated since implant, she was not getting any help at all, her ins never helped. Patient stated she has tried programs 1, 2 and 3 and felt stimulation in the same location for all and none have helped her at night. Patient stated she got interstim for bladder infections and now they are even worse. The patient was not feeling stimulation while therapy was on. The patient stated when she turned stimulation up she felt stimulation on the lip of her (labia) and also at the implant site. Patient stated she turned it down to 0.9 and no longer felt stimulation. Patient stated when she got her implant she was finishing up medication for a bladder infection and since implant she has had one bladder infection (urinary tract infection) after another. Patient stated she had one in the beginning of july then couple of weeks ago another, and then had 2 medications. Patient stated her medications ended last wednesday. The patient thought she has one now, her urine was very cloudy. There was no fall or trauma reported regarding this event. Patient stated when she changes the program and turns it up, patient got static in the lip (labia) and that was where she got static at the implant site that was all for all 3 of the programs she has tried. Patient increased to 2.0 on program 4 and made her hip feel like there was something wrong with her hip. Patient decreased to 1.5 and reported it felt fine, like a pulse and it felt the same as program 3 and the other programs felt. Patient stated she has been working with her general practitioner regarding the bladder infections she has had. The patient has not reported them to another health care provider and he told her she would see her in a year. Patient stated a few days ago had appointment with eye health care provider (hcp) who wanted her to have surgery and that was why she was so dopey about everything it was too much all the time. Additional information received indicated that the above reported symptoms have not been resolved. The infection interferes with her daily life because of how the medication affects her. The patient had no idea what led to the reported issues because she was sedated. The patient had one bladder infection in (B)(6) and the 2 in (B)(6). The patient received 2 folders to record urination. The patient did not feel very well to fill the urination record. The patient stated that the last prescription made her ill and tired. The patient's indicator was for gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the stimulator has never helped with their bladder symptoms and they were the same as before she got the implant. The stated that she had a previously had cancer before getting the device and the radiation from that had ruined her bowels so she had bowel symptoms. The patient stated that she had been able to control her bowel symptoms by taking medication, but after she the device her bowel symptoms got worse than they were before the device. The patient wanted to know if the device was ¿stimulating her bowels.¿ the patient stated she didn¿t know what was going on because she had 10 ¿evacuation¿ situations and she had already had ¿4 or 5 evacuations situations¿ with her bowels and it was hard for her to build immunity when her bowels were so empty. The patient noted she does not feel stimulation, and that she never felt stimulation and only felt it when she made an adjustment. It was unknown if therapy was on or not. The patient noted she would call back for help walking through increasing on the current program until she feels stimulation in the bike seat location. The patient stated she had tried program 1, 2, 3 and now 4. The patient called back on (B)(6) and to change programming. The patient indicated she wants to keep bladder up but turn the bowel down. The patient chose to change from program 3 at 0.9v to program 3 at 0.8v. The patient noted in this call she would not say bowel symptoms are worse with the device, she would say bowel symptoms are bad. The patient described them not as a little toot but as enormous gas, and evacuating her entire bowel to the point where the patient doesn¿t know what to eat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.